Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 47mm x 3.0mm, eccentric, de novo with <=45 degrees significant bend target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00 x 48 synergy drug-eluting stent was advanced for but failed to cross the lesion. The device was removed and it was found out that the tip of the stent itself was deformed. The procedure was completed with different device. No patient complications were reported and the patient's status is stable.